Manufacturer narrative:
Should additional information become available a supplemental record will be filed. The allegation of bed sagging could not be verified of whether it was the bed frame sagging or the mattress sagging. Without clarification, invacare has chosen to file an MDR for the possibility of the bed frame sagging.

Event description:
(B)(6) called advised purchased bed used on (B)(6) and now the bed is sagging very low. (B)(6) advised father using the bed. (B)(6) advised can not visually see sagging but when get into the bed you can see it. (B)(6) advised father stated his back gets sore when using bed. (B)(6) advised father did not seek medical attention for back just stopped using the bed. (B)(6) advised issue has been going on for months. (B)(6) advised father is not currently using the bed. (B)(6) advised 6630 half length bed rails are on the bed and rails are hitting the frame of the bed. (B)(6) was provided with instructions from online on how to properly attach rails to the bed. Spoke with tech. (B)(6) could not provide any further information. Update from 11/13/2015 added by (B)(6): bed rail model is correct for bed, no lot # on rails. No confirmation on mattress age. No lot code or identification on mattress. Package purchased online, not prescribed to end user or serviced at time of purchase. End user did troubleshooting with tech and was advised to contact provider for full service call and referred to manual to follow safety and maintenance guide. No medical intervention sought, minor soreness to back. No further information provided.